Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history review did not reveal any similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use and no deficiencies were identified. It is to be noted, to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to leaflet motion restricted in patient and valve regurgitation central leak including malposition of the valve, impingement of a leaflet due to the calcification, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. During the manufacturing process, the sapien 3 valves are visually inspected and tested several times. During manufacturing, the sapien 3 valve frame was 100% inspected. During the final inspection, the sapien 3 valve underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for leaflet motion restricted in patient and valve regurgitation central leak were unable to be confirmed. Due to the unavailability of the device and relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ¿a stuck leaflet and moderate central leak were noted on echo after post-dilating the valve two times with additional volume.¿ per training manual, the benefits of post dilation were ¿reduce paravalvular ar, improved thv shape, improved hemodynamics¿, and risk of post dilation was ¿central ar.¿ in this case, an additional 1 ml was added for post dilation. Per the IFU, valve functionality maybe impacted if the deployment balloon is over inflated, and it may restrict the leaflet motion due to the valve is over expanded. As such, available information suggests that procedural factors (over inflation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in japan, during the transfemoral tavr procedure for a 23mm sapien 3 (s3) valve in the native aortic annulus, moderate central leak and a s3 'stuck' leaflet were noted and a valve-in-valve procedure was performed. The first s3 valve had been implanted with 1ml less than nominal volume. Post deployment the s3 valve had mild paravalvular leak (pvl) and the valve was post-dilated two times with 1ml added to the delivery system nominal volume.  Echocardiography revealed that the pvl resolved but there was moderate central leak and one of the cusps was stuck. A second 23 mm sapien 3 valve was successfully implanted valve in valve (viv). Upon completion of the procedure the patient was hemodynamically stable.